Event description:
It was reported that a patient had a tingling sensation ¿near head around lead/extension connection¿. It was stated that the tingling had been happening ¿for about 1 year¿, but now it was getting more frequent. It was stated that the event was reported to the manufacturer¿s representative yesterday by the patient¿s healthcare provider (hcp). It was stated that the patient would be seeing a neurologist and an impedance test would be done at that appointment.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v319151, implanted: (B)(6) 2011, product type: lead. Product ID: 3389s-40, lot# v436028, implanted: (B)(6) 2011, product type: lead. Product ID: 7482a66, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 7482a66, serial# (B)(4), implanted: (B)(6) 2011, product type: extension.